Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged inaccurate low readings were not resolved with troubleshooting. The patient claimed that they obtained a blood glucose reading of "124 mg/dl" and 2 minutes later obtained a lab result of: 159 mg/dl." There is a 22% variance between the two results, based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter and test strips both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.